Manufacturer narrative:
No moisture damage noted on the electronic assembly or motor assembly. Device had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her daughter was drowning and she jumped into the pool wearing the insulin pump. Customer's blood glucose was 42 mg/dl. The insulin pump has not had any error alarms since the water exposure. The insulin pump passed the selftest. Customer requested the device to be replaced. The insulin pump was replaced and returned for analysis.